Event description:
During interventional radiology procedure to repair persistent chylous pleural effusions, there were multiple attempts made to occlude the tiny thoracic duct in the abdomen. Two tiny fragments of the guide wire sheath were left behind.